Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 31-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 2.5x25m, concentric target lesion was located in the moderately tortuous and non-calcified left circumflex (lcx) artery. Following pre-dilation, a 2.50x38mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break. Promus element plus, mr, ous 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 230 mm distal from the distal edge of the strain relief. Multiple hypotube kinks were also noted during analysis. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.